Manufacturer narrative:
Citation: honda y, et al. Successfully managed access-site complication was not associated with worse outcome after percutaneous transfemoral transcatheter aortic valve implantation: up-to-date insights from the ocean-tavi registry. Cardiovascular revascularization medicine. 2022 may;38:11-18. Doi: 10.1016/j.carrev.2021.08.004. Epub 2021 aug 8. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the management of access-site complications during transfemoral transcatheter aortic valve implantation (tavi). All data was collected from multi-center registry between october 2013 and may 2017. A total of 1,497 patients were included in the study (predominantly female, median age 85 years). Patients were treated with either an edwards tavi system (sapien xt or sapien 3; n = 1,234) or a medtronic tavi system (corevalve or evolut r; n = 263). No unique device identifier numbers were provided. The authors wrote, ¿no patients died due to access-site complications in this study.¿ three patients died of infection, alveolar hemorrhage, and ischemic colitis. No statement was made suggesting a causal or contributory relationship between medtronic product and these deaths. Although a direct correlation was not made, medtronic delivery catheter systems may have been associated with the following non-death adverse events: access-site bleeding (life-threatening, disabling, or major); common femoral artery stenosis/occlusion; femoral artery puncture (superficial or deep); dissection; pseudoaneurysm; access-site infection; and stroke. Treatment and interventional procedures performed for access-site complications included: manual compression, ballooning, stenting (stent graft or self-expandable stent), thrombin injection, and surgical repair. Although a direct correlation was not made, medtronic transcatheter aortic valves may have been associated with the following non-death adverse events: bleeding (life-threatening, disabling, or major); major vascular complication; and stroke. No additional adverse patient effects or product performance issues were reported.